Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the syringe could not be moved after blood was drawn back to seal the tube. Doctors suspected that the balloon was blocked. After repeated attempts, the balloon was still unable to move. As a result, they immediately withdrew the balloon and replaced it with a new catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab central lumen occluded is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the syringe could not be moved after blood was drawn back to seal the tube. Doctors suspected that the balloon was blocked. After repeated attempts, the balloon was still unable to move. As a result, they immediately withdrew the balloon and replaced it with a new catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number (18f21h0026) matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample was the 40cc inflation driveline tubing and original packaging tray; the tray and tubing were inspected, and no damage/abnormalities were noted. Upon return, the bladder was noted fully unwrapped. The one-way valve was tethered to the short driveline tubing. Bends were noted to the central lumen at approximately 7.5cm, 39.2cm, 39.8cm , 41.1cm, 42.4cm and 43.7cm from the iabc distal tip. The central lumen was consistent with a flattened appearance at the location of the bends. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 7.5cm, 39.0cm, 39.8cm, 41.2cm, 42.4cm, 43.8cm and 76.7cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8.8cm, 41.4cm, 42.8cm, 44.0cm , 45.3cm, 46.2cm and 77.8cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab central lumen occluded is confirmed. The central lumen aspiration/flush testing was successful; however, the returned intra-aortic balloon catheter (iabc) central lumen was found with bends to the central lumen and were consistent with a flattened appearance. Resistance was noted upon loading a guidewire into the iabc central lumen. No other damage was noted to the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bends/flattened central lumen. The root cause of the complaint is undetermined; a potential probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the syringe could not be moved after blood was drawn back to seal the tube. Doctors suspected that the balloon was blocked. After repeated attempts, the balloon was still unable to move. As a result, they immediately withdrew the balloon and replaced it with a new catheter. There was no report of patient complications, serious injury or death.